Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue at the base of the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty placing this right ventricular (rv) lead. Once placed, the lead exhibited high out of range pacing impedance measurements with a pacing system analyzer (psa). Subsequently the physician opted to use a different lead. This lead was attempted and not implanted. No adverse patient effects were reported.